Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204-belt unusable) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. Pin 1 of the j702 connector was physically broken off the distribution node pca. The cause of the failure was the broken connector. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving service code 204 (belt unusable).